Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. The usm was returned for failure analysis (fa) and the reported engagement issue was confirmed, but not replicated. Errors 23909, 23904, 23902, and 23920 were found in the field system logs indicating engagement issues with the vessel sealer, which confirmed the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The unit was then installed onto a golden system and functioned as expected. Multiple instrument tools were installed and exercised, but the issue could not be reproduced. Fa identified acci2 and accl2 to be potential root causes for the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an operating room (or) staff member called during the procedure to report ongoing issues with the vessel sealer extend (vse) not being recognized on universal surgical manipulator (usm) 3. The site confirmed this has been a persistent issue, with the vse almost always used on usm 3 and continuing to experience recognition problems. The technical support engineer (tse) reviewed the logs and found no associated errors. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The e-200 was returned for failure analysis (fa), and the reported issue with vessel sealer recognition was confirmed but not replicated. In the field system logs, errors 25914 (info_esu_function_not_support) and 25954 (error_esu_pgc_invalid_request) were identified when the user was using a vessel sealer instrument in the field. Upon visual inspection, no issues were found that would be related to the reported event. Per the e-200's testing matrix, the unit passed all required tests. As a result of this investigation, the unit functions as designed, and no root cause can be determined. Further investigation confirmed additional observations. There were multiple scratches to the right side of the rear bezel, cover chassis, and front bezel.

Event description:
Refer to h11 for follow-up information.